Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: air leak from tubing connected to rvad.

Event description:
The patient was implanted with bilateral paracorporeal ventricular assist devices (vad). It was reported that the patient received an alarm and noted a crack in the tubing between the pneumatic lead and the housing of the right vad. The patient was reportedly asymptomatic. The pump previously had difficulty filling on the right side due to the patient's pulmonary hypertension and increased after load resistance. The pump was exchanged on (B)(6) 2015 in the outpatient setting. The patient was released home on the same day and is currently doing well.

Manufacturer narrative:
Approximate age of device: 5 months. Device evaluation: cracks in the braided tubing were confirmed through the evaluation of the device. However, a specific cause for the observed cracks could not conclusively be determined. The pump was returned with the braided tubing covered in tape. Removal of the tape revealed three cracks. Further examination revealed that the middle crack had penetrated both layers of the tubing, affecting the ability of the braided tubing to hold air. Based on past experience and similar reported events, the observed cracks likely resulted from the articulation of the braided tubing and/or orienting the tubing at an angle during support. Multiple cracks running perpendicular to the threads were also noted on the pump housing. However, this cracking did not affect the ability of the device to hold air. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.